Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector block and additionally noted that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. No patient complications have been reported as a result of this event.